Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the small spine frame was found to be loose after navigating probe and noticing inaccurate anatomy. A new tray was opened, a different frame was attached to percutaneous pin, and the team took a new spin with no further accuracy or frame complications. The field representative (rep) reported the spring on the frame seemed loose, as well as teeth very worn down, allowing frame to rotate easily and move back and forth with little force. Patient present. 5 min delay. No known impact to patient outcome.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.